Event description:
On (B)(6) 2011 the rep reported that the rv lead is dislodged, revision scheduled for (B)(6) 2011. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).